Event description:
Harmonic console turned on, cord plugged in, machine went through default testing, reprocessed harmonic (har36r) attached to cord, initial activation/testing attempted. Error code activate top switch activations detected. Machine turned off, cord disconnected, handpiece removed from cord, repeated start up process, same result. Handpiece switched out (same lot) same result. Cord switched out, same result. Machine switched out, tried both cords and handpiece combinations, same result. Changed handpiece out for handpiece, different lot number, testing completed. "Broken" handpiece x 2 secured and given to slm.